Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during an intraocular lens (iol) implant procedure, a scratch from the root of the haptic to the front of the center of the optical section was confirmed after implantation. The surgery was completed without product replacement. The sample is not available for return as it was still implanted in the patient's eye. Additional information has been requested and received that the surgeon suspects both iol and cartridge. No health hazard at this time.

Manufacturer narrative:
The used company cartridge was not returned for evaluation. Two unopened company cartridges were returned loose for same lot. One sample was pulled randomly for testing. The unopened company cartridge was microscopically examined with no damage observed. No particulate was observed inside the cartridge. The cartridge was functionally tested per the dfu (directions for use). No lens or cartridge damage was observed after the lens delivery. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A video was provided. The lens and cartridge preparation was not shown. Both haptics appeared to be tucked in the optic fold. The lens was advanced from mid-nozzle into the eye. No dwell was observed. After the lens was delivered a mark was observed on the posterior surface of the lens. The video ends with the lens still in the eye. Product history records were reviewed and documentation indicated the product met release criteria. The lens and viscoelastic indicated are qualified products. The handpiece used was an company delivery system, which is not the qualified handpiece for company lenses. The root cause for the reported lens damage cannot be determined. The used company cartridge was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. One of the unopened company cartridges returned for the reported lot was evaluated. No damage or abnormalities were observed. Functional and dye stain testing was conducted with the unopened sample with acceptable results. No lens or cartridge damage was observed after the lens delivery. Based on review of the provided video, a non-qualified handpiece was used. Company iols are qualified for use with the company cartridge/company handpiece combination. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Per the company delivery system device dfu (directions for use): the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. The manufacturer internal reference number is: (B)(4).